Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg), omsc surmised there was the possibility this phenomenon was attributed to the temporary failure of the subject device ignitor because there was no abnormal heating in the subject device and the error e103 periodically occurred soon after the examination lamp was replaced at the user facility. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error code e103 which indicated the subject device broken was displayed during the laparoscopic sigmoideum resection procedure. The user changed to another component tower which included the replacement device and completed the procedure. The user also reported that the examination lamp of the subject device had been replaced one week earlier. At the incoming inspection for the repair, the service department of olympus (B)(4) (oekg) checked the subject device and run the test for long time. But it could not be duplicated the reported phenomenon. There was no report of patient injury associated with this event.